Event description:
Patient reported the infusion device stopped insulin delivery resulting in hyperglycemia with ketoacidosis. Patient reported she was transferred to the hospital and treated for the elevated blood glucose level. Treatment received was not provided. Patient's blood glucose level registered 17 mmol/l (306 mg/dl), 21 mmol/l (378 mg/dl), and hi (greater than 600 mg/dl) on the blood glucose meter. Patient reported her blood glucose level was 60 mmol/l (1080 mg/dl) after admission to the ICU. Patient stated she was admitted to the hospital and was hospitalized for 8 days. Patient's normal blood glucose range was not provided. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.